Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the stylet had failed to advance in the right ventricular (rv) lead. The rv lead was removed and replaced. The patient was discharged with no reports of adverse consequences.